Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, flat creases. A weight test of the device was performed. And the device was within specification. Bubbles in the gel were observed, after the autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found with.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Healthcare professional reported left side "pain and capsular contracture, baker grade iii/IV." Device remains implanted.